Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
Per the clinic, the patient experienced infected skin overgrowth. The implant remains in-situ. Clinical management is ongoing.